Event description:
The lay user/pt called lifescan (lfs) in 2008 alleging the one touch ultra meter would not power on. The medical affairs specialist mailed a letter on february 7, 2008, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on the day prior to original date, at 8:00 p.m. After the reported issue, the pt reported feeling thirsty. The pt denied receiving medical attention or taking action following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was not resolved, the pt alleged symptoms associated with hyperglycemia.